Event description:
During implant of the left ventricular (lv) lead, the stylet could not be removed from the lv lead. The stylet was partially pulled out and then cut. The lv lead was successfully implanted and part of the stylet was left in the patient. The patient was stable following the procedure. There were no adverse consequences.